Manufacturer narrative:
Model number/catalog number 72404156 serial number null batch/lot number 1000190700 model/catalog description reservoir 100 ml pc/iz.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the ipp was replaced with a spectra penile prosthesis (spp). No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that there was no device malfunction, however the patient experienced a scrotal abscess, and was treated as an infection. No more information available at the moment. Should additional information become available, it will be provided. It was further reported that the infection was caused due to a hematoma from surgery. The abscess was treated with IV antibiotics and the revision procedure. The current status of the patient was unknown. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number 72404156, serial number null batch/lot number (B)(4), model/catalog description reservoir 100 ml pc/iz.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the ipp was replaced with a spectra penile prosthesis (spp). No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that there was no device malfunction, however the patient experienced a scrotal abscess, and was treated as an infection. No more information available at the moment. Should additional information become available, it will be provided.